Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer reported they were able to clear the alarms and rewind. Customer did displacement test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will not be returned.

Manufacturer narrative:
Retainer ring black. Customer returned insulin pump for an alleged insulin pump error , device test failed, and exposure to magnetic field found on june 20, 2022. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No insulin pump error 140 was noted during testing. There is no available data on june 20, 2022 in the insulin pump memory. Insulin pump was cut open to perform visual inspection and found dried insulin on the motor slide and evidence of moisture damage electrical board1 and harness vibrator assembly. The motor was removed from the insulin pump to be tested on the ngp board test. The motor functioned properly on the ngp board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: overlay scratched, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label missing, scratched case, minor scratched lcd window. Insulin pump error was not confirmed during testing or in the insulin pump memory. Unable to confirm exposure to magnetic field. Exposed to moisture confirmed on electrical board1 and harness vibrator assembly. Device functions properly due to insulin pump passing displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.